Manufacturer narrative:
The event was confirmed through technical investigation, and investigation confirmed that it was due to a known design defect. Event summary, device history record review and complaint history review did not identify contributing factors. (B)(4).

Event description:
It was reported that during a surgery a communication failure occurred: the robot arm was in the intermediate position and the user had just finished selecting an alternate orientation for the arm when the communication error occurred.

Manufacturer narrative:
Date received by manufacturer - clarification: the notification date sent in the initial medwatch (3009185973-2019-00112) was incorrect. Indeed, it indicated (B)(6) 2019 which is the event notification date. However it should have indicated 15-mar-2019 which is the date the investigation was completed. The error was noticed on 03-may-2019.

Event description:
It was reported that during a surgery a communication failure occurred: the robot arm was in the intermediate position and the user had just finished selecting an alternate orientation for the arm when the communication error occurred.